Manufacturer narrative:
Age at the time of event/date of birth: asked but unavailable. Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2009 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, proximal migration (distance unknown) of the ipsilateral leg of the trunk-ipsilateral leg component located on the patient's right side, and aneurysm enlargement (amount unknown) were observed. The physician stated that approximately 10 years after the initial procedure it was noted that the vessel diameter where the ipsilateral limb was located had enlarged, and the limb migrated. On (B)(6) 2020 the patient underwent reintervention. A gore® excluder® aaa contralateral leg component was used to extend the ipsilateral leg distally. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Conclusions code 2: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, component migration, dilatation, and aneurysm enlargement.